Manufacturer narrative:
Unit passed displacement test, active current measurement, and sleep current measurement. No battery or power anomalies noted during testing, however unexpected battery power can be seen in power graph for different periods of time, problem isolated to electronic assemblies. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had replace battery now alarm. Troubleshooting was performed. Customer states the battery cap is not loose, cracked or damaged. This is the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.